Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvwh13) fractured and it was explanted.

Manufacturer narrative:
Additional information was provided after re-evaluation of the risk assessment files. Product malfunction and reported event remain as confirmed. Product complaint evaluation root cause was updated, as below. A definitive root cause could not be identified. However, based on the investigation and risk file review, the probable cause for the reported event is long term application of loads that exceed the normal functional design tolerances of the implant as it was noted, the devices had been implanted for approximately 9 years. The following sections have been updated: g7: checked "follow-up" . H2: checked follow-up type .

Event description:
No further event information available at the time of this report.

Event description:
Additional information received clarified that fractured implant was trephine out.

Manufacturer narrative:
One tapered screw-vent implant (tsvwh13) was returned for investigation. Visual inspection of the as returned implant identified a severely fractured device. Additionally, there was bone residue around the external threads due to usage . Functional testing and dimensional analysis could not be performed since the implant was fractured. Pre-existing condition noted on the per was temporomandibular joint problem. The reported devices had been implanted on an unknown tooth location for approximately 9 years. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (61437046) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event (fracture). All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (61437046) for similar events and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported events or devices. Therefore, based on the available information, implant malfunction did occur and the reported event (implant fracture) was confirmed.